Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Patient underwent a posterior surgical procedure at l4-s1. It was reported that the set screw backed out of the bone screw approximately 1 month post-op. The patient underwent a revision surgery to remove the migrated setscrew and replace with a new setscrew. No patient complications were reported.